Event description:
It was reported to kendall in 09/2001 that a needlestick incident had occurred at a renal center after someone was attempting to dispose of a sharps container. The needlestick was at the center of the palm, and the needle was reported to have poked through a gap between the tabs which hold the parts together. The reporter wondered if the sharps container had been overfilled.